Manufacturer narrative:
Evaluation of the returned pod8 revealed a functional device. During functional testing, the pod8 was advanced through its introducer sheath with resistance due to coagulated blood within the introducer sheath. The pod8 was then advanced through a demonstration lantern without an issue. The root cause of resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils and a non-penumbra microcatheter. During the procedure, the physician encountered resistance while advancing a pod coil through the middle of the microcatheter. Therefore, the pod coil was removed. The procedure was completed using another pod coil, a pod packing coil (pod pc), and two non-penumbra coils with the same microcatheter. There was no report of an adverse effect to the patient.